Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain /right side'), ectopic pregnancy with contraceptive device ('pregnancy(ectopic)') and abortion of ectopic pregnancy ('pregnancy(ectopic)/led to miscarriage') in an adult female patient who had essure (batch no. 809006) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2011, the patient had essure inserted. In 2018, the patient experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), urticaria ("hives/outbreak of hives"), cystitis ("infection (bladder/ urinary tract/vaginal) type:"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes or skin conditions type: rashes breakout on face"), migraine ("migraines / headaches/has been suffering from migraines for last 7 years/sore on head"), nausea ("nausea,"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal distension ("gastrointestinal or digestive system condition: bloating"), back pain ("lower back pain"), pain in extremity ("upper leg cramps"), mood swings ("mood swings") and vulvovaginal mycotic infection ("yeast infection"), was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed.). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, urticaria, urinary tract infection, rash, migraine, nausea, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, abdominal distension, weight increased, mood swings and vulvovaginal mycotic infection had resolved and the ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, cystitis, female sexual dysfunction, vaginal discharge, back pain and pain in extremity outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal distension, abortion of ectopic pregnancy, allergy to metals, back pain, cystitis, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, female sexual dysfunction, genital haemorrhage, migraine, mood swings, nausea, pain in extremity, pelvic pain, rash, urinary tract infection, urticaria, vaginal discharge, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: another pregnancy case no. (B)(4) created and attached. Current weight 259 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: fallopian tubes were blocked; on (B)(6) 2018: block. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jul-2020: pif received. Essure removal related information were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain /right side'), ectopic pregnancy with contraceptive device ('pregnancy(ectopic)') and abortion of ectopic pregnancy ('pregnancy(ectopic)/led to miscarriage') in an adult female patient who had essure (batch no. 809006) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2011, the patient had essure inserted. In 2018, the patient experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), genital haemorrhage ("abnormal bleeding (general)"), urticaria ("hives/outbreak of hives"), cystitis ("infection (bladder/ urinary tract/vaginal) type:"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes or skin conditions type: rashes breakout on face"), migraine ("migraines / headaches/has been suffering from migraines for last 7 years/sore on head"), nausea ("nausea,"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal distension ("gastrointestinal or digestive system condition: bloating"), back pain ("lower back pain"), pain in extremity ("upper leg cramps"), mood swings ("mood swings"), vulvovaginal mycotic infection ("yeast infection") and somnolence ("naps during the day"), was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, urticaria, urinary tract infection, rash, migraine, nausea, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, abdominal distension, weight increased, mood swings, vulvovaginal mycotic infection and somnolence had resolved and the ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, cystitis, female sexual dysfunction, vaginal discharge, back pain and pain in extremity outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal distension, abortion of ectopic pregnancy, allergy to metals, back pain, cystitis, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, female sexual dysfunction, genital haemorrhage, migraine, mood swings, nausea, pain in extremity, pelvic pain, rash, somnolence, urinary tract infection, urticaria, vaginal discharge, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: another pregnancy case (B)(4) created and attached. Current weight 259 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: fallopian tubes were blocked; on (B)(6) 2018: block. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 6-aug-2020: quality-safety evaluation of ptc (product technical complaint). This record was detected to be a duplicate to record # # (B)(4) (legacy device report num 2951250-2020-06279 medwatch 3500a MFR number) which will be deleted from bayer safety database after all information was transferred to this record # (B)(4) which will be retained. New event: somnolence, social media reporter were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy(ectopic)') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 809006) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain /right side"), hypersensitivity ("allergic or hypersensitivity reaction type"), cystitis ("infection (bladder/ urinary tract/vaginal) type:"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type:"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes or skin conditions type: unknown"), skin disorder ("rashes or skin conditions type: unknown"), migraine ("migraines / headaches"), nausea ("nausea,"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse) "), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), back pain ("lower back pain"), pain in extremity ("upper leg cramps") and weight fluctuation ("weight gain / loss specify which one") and was found to have hormone level abnormal ("hormonal changes describe: unknown"). At the time of the report, the ectopic pregnancy with contraceptive device, genital haemorrhage, pelvic pain, hormone level abnormal, hypersensitivity, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, rash, skin disorder, migraine, nausea, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, gastrointestinal disorder, back pain, pain in extremity and weight fluctuation outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered allergy to metals, back pain, cystitis, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, hypersensitivity, migraine, nausea, pain in extremity, pelvic pain, rash, skin disorder, urinary tract infection, vaginal discharge, vaginal infection and weight fluctuation to be related to essure. The reporter commented: another pregnancy case no. 2019-090272 created and attached. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: block. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: event "ectopic pregnancy" was recoded to "pt ectopic pregnancy with contraceptive device". No new follow-up information was received from the reporter. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy ("pregnancy(ectopic)") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. 809006) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required), experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain /right side"), hypersensitivity ("allergic or hypersensitivity reaction type"), cystitis ("infection (bladder/ urinary tract/vaginal) type:"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type:"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes or skin conditions type: unknown"), skin disorder ("rashes or skin conditions type: unknown"), migraine ("migraines / headaches"), nausea ("nausea,"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse) "), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), back pain ("lower back pain"), pain in extremity ("upper leg cramps") and weight fluctuation ("weight gain / loss specify which one") and was found to have hormone level abnormal ("hormonal changes describe: unknown"). At the time of the report, the ectopic pregnancy, genital haemorrhage, pelvic pain, hormone level abnormal, hypersensitivity, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, rash, skin disorder, migraine, nausea, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, gastrointestinal disorder, back pain, pain in extremity and weight fluctuation outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered allergy to metals, back pain, cystitis, dysmenorrhoea, dyspareunia, ectopic pregnancy, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, hypersensitivity, migraine, nausea, pain in extremity, pelvic pain, rash, skin disorder, urinary tract infection, vaginal discharge, vaginal infection and weight fluctuation to be related to essure. The reporter commented: another pregnancy case no. (B)(4) created and attached. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: block. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy ("pregnancy(ectopic)") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. 809006) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective ". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required), experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain /right side"), hypersensitivity ("allergic or hypersensitivity reaction type"), cystitis ("infection (bladder/ urinary tract/vaginal) type:"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type:"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes or skin conditions type: unknown"), skin disorder ("rashes or skin conditions type: unknown"), migraine ("migraines / headaches"), nausea ("nausea,"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse) "), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), back pain ("lower back pain"), pain in extremity ("upper leg cramps") and weight fluctuation ("weight gain / loss specify which one") and was found to have hormone level abnormal ("hormonal changes describe: unknown"). At the time of the report, the ectopic pregnancy, genital haemorrhage, pelvic pain, hormone level abnormal, hypersensitivity, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, rash, skin disorder, migraine, nausea, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, gastrointestinal disorder, back pain, pain in extremity and weight fluctuation outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered allergy to metals, back pain, cystitis, dysmenorrhoea, dyspareunia, ectopic pregnancy, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, hypersensitivity, migraine, nausea, pain in extremity, pelvic pain, rash, skin disorder, urinary tract infection, vaginal discharge, vaginal infection and weight fluctuation to be related to essure. The reporter commented: another pregnancy case no. (B)(4) created and attached. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: block. Amendment: the report was amended on (B)(6) 2019 for the following reason: patient problem code was corrected. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy(ectopic)'), genital haemorrhage ('abnormal bleeding (general)') and abortion of ectopic pregnancy ('pregnancy(ectopic)/led to miscarriage') in an adult female patient who had essure (batch no. 809006) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2011, the patient had essure inserted. In 2018, the patient experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain /right side"), urticaria ("hives/outbreak of hives"), cystitis ("infection (bladder/ urinary tract/vaginal) type:"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes or skin conditions type: rashes breakout on face"), migraine ("migraines / headaches/has been suffering from migraines for last 7 years/sore on head"), nausea ("nausea,"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal distension ("gastrointestinal or digestive system condition: bloating"), back pain ("lower back pain"), pain in extremity ("upper leg cramps"), mood swings ("mood swings") and vulvovaginal mycotic infection ("yeast infection") and was found to have weight increased ("weight gain"). At the time of the report, the ectopic pregnancy with contraceptive device, cystitis, female sexual dysfunction, vaginal discharge, back pain, pain in extremity and abortion of ectopic pregnancy outcome was unknown and the genital haemorrhage, pelvic pain, urticaria, urinary tract infection, rash, migraine, nausea, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, abdominal distension, weight increased, mood swings and vulvovaginal mycotic infection had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal distension, abortion of ectopic pregnancy, allergy to metals, back pain, cystitis, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, female sexual dysfunction, genital haemorrhage, migraine, mood swings, nausea, pain in extremity, pelvic pain, rash, urinary tract infection, urticaria, vaginal discharge, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: another pregnancy case no. (B)(4) created and attached. Current weight 259 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: fallopian tubes were blocked; on (B)(6) 2018: block. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 19-nov-2019: pfs received: new event added- mood swings and abortion of ectopic pregnancy . Event skin disorder was deleted as rashes breakout on face was specified. Event pt was updated from hypersensitivity to urticaria, event pt gastrointestinal disorder was updated to abdominal distension, event pt was updated from weight fluctuation to weight gain, event pt was updated from hormone level abnormal to mood swings and event pt vaginal infection was updated to vulvovaginal mycotic infection. Event outcome of abnormal bleeding (general), urticaria, vulvovaginal mycotic infection, migraine, nausea, allergy to metals, rash, dyspareunia, fatigue, abdominal distension, pelvic pain, weight gain was updated to recovered / resolved. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy ("pregnancy(ectopic)") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. 809006) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective ". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required), experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain /right side"), hypersensitivity ("allergic or hypersensitivity reaction type"), cystitis ("infection (bladder/ urinary tract/vaginal) type:"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type:"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes or skin conditions type: unknown"), skin disorder ("rashes or skin conditions type: unknown"), migraine ("migraines / headaches"), nausea ("nausea,"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse) "), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), back pain ("lower back pain"), pain in extremity ("upper leg cramps") and weight fluctuation ("weight gain / loss specify which one") and was found to have hormone level abnormal ("hormonal changes describe: unknown"). At the time of the report, the ectopic pregnancy, genital haemorrhage, pelvic pain, hormone level abnormal, hypersensitivity, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, rash, skin disorder, migraine, nausea, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, gastrointestinal disorder, back pain, pain in extremity and weight fluctuation outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered allergy to metals, back pain, cystitis, dysmenorrhoea, dyspareunia, ectopic pregnancy, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, hypersensitivity, migraine, nausea, pain in extremity, pelvic pain, rash, skin disorder, urinary tract infection, vaginal discharge, vaginal infection and weight fluctuation to be related to essure. The reporter commented: another pregnancy case no. (B)(4) created and attached. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: block. Most recent follow-up information incorporated above includes: on 30-apr-2019: pfs & mr received. Case was upgraded to incident due to specified events. Reporter's information was received. Lot number was added. Patient's demographics were added. Added event pregnancy (ectopic),hormonal changes describe: unknown, abnormal bleeding (general), allergic or hypersensitivity reaction type: unknown, infection (bladder/ urinary tract/vaginal) type: unknown, apareunia (inability to have sexual intercourse), rashes or skin conditions type: unknown, migraines / headaches, nausea, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, weight gain / loss specify which one:, gastrointestinal or digestive system condition, upper leg cramp, pain in lower back.. Lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.